Event description:
It was reported to vyaire medical that circuit fell off of unit during use on a patient on the vela ventilator. The hospital personnel responded to a code blue announcement and the patient was moved to intensive care unit.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available h3 other text : device not returned yet.

Manufacturer narrative:
Results of investigation: vyaire medical field service technician went onsite to evaluate the device. Performed owner verification process and performance check, all passed. All work accomplished per vela service manual. Ventilator is operational and meets manufacture specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.